Event description:
Reporting status: serious injury/medical intervention. Reporting rationale: dissection requiring medical intervention. Device issue: no device malfunction has been reported. It was reported via trial that the index procedure was in 2008, with predilatation performed prior to stenting the mid lad with a xience v stent. During use of the xience v, a proximal stent edge dissection occurred that was treated with the placement of another xience v stent. No additional event or patient information is available.

Manufacturer narrative:
Results and conclusion summation - product performance engineering reviewed the incident. The patient effect of dissection is addressed in the xience v IFU and the no-fault ram as a potential post-procedure complication associated with coronary stenting procedures and is not necessarily an indication of a product quality deficiency. The IFU states: implanting a stent may lead to dissection of the vessel distal and/or proximal to the stent and may cause acute closure of the vessel requiring additional intervention (CABG, further dilatation, placement of additional stents, or other). Ultimately, a definitive cause for the reported patient effect and the relationship to the product cannot be determined.